Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the adhesive on the bending section cover had a chip. Due to a pinhole on the bending section cover, water tightness was lost. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to slipping out of light guide bundle, the illumination was uneven. Due to damage, switch 2 and switch 3 does not work. Due to damage on control section, the angulation lever does not move smoothly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the endoeye deflectable videoscope exhibited that the adhesive around the objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.